Manufacturer narrative:
A ge oec service representative investigated the issue and adjusted power supply voltages as needed to assure proper operation. Additionally, it was noted that the system backplane and female interconnect plug was difficult to connect and replacement was suggested. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system shut down during a procedure and the system took several attempts to reboot the system to continue use.